Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose over 500mg/dl. Customer did feel ok to troubleshoot their high blood glucose reading. Customer blood glucose reading while admitted was over 500 mg/dl. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was nauseous. Customer did not changed the set. Customer was treated with insulin drip and fluids. Customer did mention using the auto mode feature. The product will not be returning for analysis.